Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a line blocked alarm had occurred early in the morning, after checking for kinks or bends in the tubing, insulin delivery had been resumed, but the alarm recurred. The pwd trainer advised that the infusion site be changed, which resolved the issue. The pwd glucose had reached 263 mg per dl during the event and was brought back into range after the site change. A replacement cleo 90 infusion set was requested. The event occurred while in use with patient. There was no patient harm/injury.